Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft4 ii assay result for 1 patient tested on a cobas 8000 e 801 module. The initial ft4 ii result from sample a was 58.7 pmol/l. The initial result did not fit the patient's clinical picture so a new sample, sample b, was collected on (B)(6) 2018. On (B)(6) 2018 the initial ft4 ii result from sample b was 16.7 pmol/l. On (B)(6) 2018 the primary tube from sample a was tested with an ft4 ii result of 17.3 pmol/l. The initial results for both sample a and sample b were from aliquots processed by a modular pre-analytical system. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The ft4 ii reagent lot was 303203 with an expiration date of 30-apr-2019. The analyzer alarm history contained no conspicuous events. The investigation is currently ongoing.

Manufacturer narrative:
Medwatch field b6 was updated. An additional discrepant ft4 result was found. It is not clear if the results are from the same patient or different patient. It is unknown if data was reported outside of the laboratory. Further clarification was requested, but was not provided. Sample ID (B)(6) result on (B)(6) 2018 was 80.8 pmol/l at 16:28 on instrument a. Sample ID (B)(6) result at 17:04 (B)(6) 2018 was 23.7 pmol/l on instrument b. On (B)(6) 2018 both samples were run again. Sample ID (B)(6) was rerun on instrument a and generated a result of 22.27. No units of measure were provided for the repeat result. Sample ID (B)(6) was rerun on instrument b and generated a result of 24.1. No units of measure were provided for the repeat result. It was noted that there was turbidity in the procell syringe. A general instrument or reagent problem was not identified. The investigation did not identify a product problem. The cause of the event could not be determined.